Event description:
Upon review of a transfer set sample for a non-reportable issue, it was noted that there was a crack in the transfer set tubing, which resulted in a leak. Noted after use. No pt injury or medical intervention was reported at time of initial report.